Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, patient's mother did not report any medical intervention or injuries.